Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h imdrf annex f a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was fully off its rails and could not close properly. A field service engineer found that the rails had completely come apart, the cage had detached and folded, causing damage to the internal electronics of the drawer. The engineer replaced the rails, drawer, controller board, pyxisbus board, retractor band, and repaired the drawer spring. Upon completion of the drawer rebuild, a full hardware test application (hta) test was successfully performed, confirming that the pharmacy inventory drawer was functioning as expected. A proactive inspection was also completed, testing all other drawers for operability, and a bumper kit was installed on the rear of the device to protect the communication sled and cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.